Event description:
While attempting to remove the zoll one-step pads from the package the small wire at the perforation line connecting the two pads broke. Due to staff concerns for possible shock to the patient, this set was removed from field and a new set, already present in room on the code cart obtained and placed on patient, this pad did not touch the patient. In reviewing the event and packaging it was determined that the external package instructions are not clear on the technique needed for safe removal from package and placement on the patient. There is no mention of removing the pads using the red tab only and not spitting the pads at the perforated mark. Reporting this as an opportunity for package improvement. No harm to the patient from this event.